Event description:
Patient enrolled into the create pas trial. Tia reported-not device related; listed as related to the procedure. Patient was found to have right side weakness. No action taken and recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2008-00164 for protégé rx used in this procedure.